Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.